Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power. It was noted that the battery compartment was cracked and the battery cap was not able to be tightened securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap was not able to secure properly to the pump. The pump was exercised for 24 hours with no power interruptions or warnings occurring. The pump case was removed, and no evidence of moisture ingress or loose components inside pump.